Event description:
It was stated that the customer was hospitalized for low blood glucose and the dr felt that it was related to the bolus programming. No blood glucose reading was reported. It was stated that the customer would be working with the dr to adjust the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.